Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid left anterior descending (lad) artery with 90% stenosis. Pre-dilatation was performed with a 2.5x12mm semi-compliant balloon. The 2.75x15mm xience prime stent delivery system (sds) was implanted at 10 atmospheres (atms) followed by post dilatation using a 3.0x12mm non-compliant balloon per standard procedure. A distal edge dissection was observed post deployment. An additional 2.5x12mm xience prime stent was used to treat the dissection. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.